Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results that one long60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. In addition, a b-form staple and dried body fluids were note to be on the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened as intended. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The event could not be confirmed as the device closed and opened as intended and no unusual noise was noted during functional testing.

Event description:
It was reported that during a roux-en-y procedure, before use on the patient, the scrub tech attempted to close the device outside the patient but it would not close. The device was handed off to the surgeon and the surgeon attempted to close it. The surgeon finally got it closed but heard a loud crunch sound. The surgeon decided not to use the device on the patient. A new device was pulled and used to continue the procedure. There was no impact to the patient.